Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed a chipped front corner of the top case as well as a cracked right plunger case. Review of the event history logs could not confirm any error message related to the reported event. Functional testing could not duplicate or verify the reported event; calibration and accuracy tests were withing factory specification. A root cause of the reported issue could not be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited a message that infusion is complete, even when it was not. It is unknown if there was patient involvement, no adverse patient effects were reported.